Manufacturer narrative:
The technician found the bed slowly drifting into trendelenburg. He replaced the emergency trend valve and head hi/lo down valve, but the issue remained after weight was placed on the bed. The technician replaced the hydraulic manifold to repair the bed.

Event description:
The account stated the bed was drifting.